Event description:
A facility reported that the duo headlight 2 bay system - us (90620us) was flickering during surgery, and after examining the device, it was discovered that the fan was not "staying, causing the lamp to overheat and thus causing the intensity to flicker." There was no injury, death, or surgical delay reported.

Manufacturer narrative:
The duo headlight 2 bay system - us (90620us) was returned for evaluation: the device history record (DHR) was not available for review, as the lot number was not provided. Failure analysis: the duo headlight 2 bay system - us (90620us) was in used condition. Evaluation duplicated the problem and identified that the fan and power supply wire harness required replacement, and were replaced. The duo headlight passed all tests. Root cause analysis: the reported complaint was confirmed. This is most likely due to routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.